Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. The medical records allege that, patient underwent the port placement procedure for fifth time for long term central venous access. As per plaintiff fact statement, an unknown port was placed after that on (B)(6) 2023 on the left side to assist healing and it was removed on (B)(6) 2023 due to infection. However, the investigation is inconclusive for the reported infection as no evidence was found regarding port implantation on (B)(6) 2023 in the provided medical report. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with unspecified infection. It was further reported that the infected port was removed and the new port has been implanted. The current status of the patient was unknown.